Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.